Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2020, when the patient ultimately received a heart transplant. No product is available for investigation. The hm3 lvas instructions for use (IFU) document lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had hematuria, the patient self stopped warfarin for one dose until the urine returned back to clear. No further information was provided.